Manufacturer narrative:
Following explant and return for analysis, a supplemental report will be submitted.

Event description:
It was reported that the patient with this device was seen for a routine follow-up, at which time it was observed the device was in a safety mode operation. Information was sent to technical services who confirmed the anomaly and recommended product replacement. No resulting adverse patient effects were reported and to date, no replacement has been communicated.

Event description:
It was reported that the patient with this device was seen for a routine follow-up, at which time it was observed the device was in a safety mode operation. Information was sent to technical services who confirmed the anomaly and recommended product replacement. No resulting adverse patient effects were reported and to date, no replacement has been communicated. Subsequently, the device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Manufacturer narrative:
Following analysis completion, another report will be submitted.

Event description:
It was reported that the patient with this device was seen for a routine follow-up, at which time it was observed the device was in a safety mode operation. Information was sent to technical services who confirmed the anomaly and recommended product replacement. No resulting adverse patient effects were reported and to date, no replacement has been communicated. Subsequently, the device was explanted and returned for analysis.